Event description:
It was reported to philips that the device does not start. No harm was reported to philips. The device was outside clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system logfiles revealed the issue with the power (integrated power supply: no mains voltage). Further troubleshooting found that the system does not start with the board within the pdu (power distribution unit) control module, and the relay does not switch to "on" in the pdu mim (main interface module), which was replaced and returned to philips for further analysis. The cause of the pdu mim failure could not be conclusively determined by the supplier's part analysis but the analysis confirmed the malfunction of the pdu control module and identified electronic defect. Following the replacement of the pdu control module and pdu mim, the system was returned to use in good working order. The codes were updated based on the investigation outcome.